Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 977a275, serial/lot #: (B)(4), ubd: 23-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care professional regarding a patient who was undergoing a trial for spinal cord stimulation. It was reported that the patient had a trial lead placed on (B)(6) 2020. The health care professional did a partial laminectomy to get this lead into proper position in the cervical spine. The patient had pain related to the laminectomy and drainage. The patient was seen on (B)(6) 2020 for the lead pull, and the lead was fully removed and discarded. It was noted that the patient may have a possible infection. The patient has a fever and was put on antibiotics on (B)(6) 2020. It remains unknown if the issue was resolved. There were no further complications reported or anticipated.